Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this right atrial (ra) lead was connected to the new device and low out of range pace impedances were observed. The lead was then connected to a pacing system analyzer and the values were confirmed to be out of range at 100 ohms. The device was programmed to vvi and both products remain in service. There is no indication that further action will be taken. No adverse patient effects were reported.